Event description:
It was reported that a patient underwent a cardiac ablation procedure with a vizigo sheath and a side port leakage issue was observed. Vizigo sheath was with the deformed tip. While trying to introduce into the groin of the patient, the physician found difficulties. Informed that the hole of the sheath was larger than the 8.5f. The physician was afraid and chose not to use the same in the patient. Material was discarded according to the local protocol of the hospital. They were not allowed to photograph or collect the damaged items due to blood and local protocol. No patient consequence reported. Additional information was received on 31-oct-2025. The sheath appeared to have a larger hole than usual, causing blood to flow back out. They were not allowed to take photographs. Additional information was received on 04-nov-2025 which clarified that the section that the reported ¿causing blood to flow back out¿ was observed was the side port and it was a leakage issue. Also clarified that the reported, ¿the sheath appeared to have a larger hole than usual¿ was meant about the part of the sheath that should be 8.5f. The hemostatic valve did not dislodge inside the hub nor outside of the hub. The brim cap / hub did not become detached from the sheath. Not authorized to record images. No air entered the patient¿s body; the doctor removed it before it presented any problems. It did not require treatment. No patient consequence. There was low blood return of approximately 4ml. The event was assessed as non-reportable; however, bwi became aware on 31-oct-2025 that blood flowed back out and have assessed this additional issue as reportable. The awareness date for this record is 31-oct-2025. Then additional information was received which clarified that this leakage issue was observed at the side port. Therefore, the issue was assessed as a MDR reportable side port leakage issue and the reportable awareness date remains as 31-oct-2025.

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A device history record evaluation was performed for the 60000656 finished device, and no internal actions related to the reported complaint condition were identified. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. If the product is received at a later date, the investigation will be updated as applicable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).